Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that patient was placed in pins in the mayfield modified skull clamp (a1059) and the patient's skull slipped in the pins (single pin side would not engage). The mayfield was changed to a different clamp and surgery proceeded. Post-op, the patient developed a csf leak at the problem pin site. No surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Additional information received: 1. What type of procedure was performed during the incident? Craniotomy for intraventricular tumor 2. Can you please provide more details on patient injury? Pin site fracture with dural laceration and csf leak 3. When placing the skull clamp, if you were to draw an imaginary line between the single pin and the rocker arm swivel point, did that imaginary line pass through an axial center of the skull? Yes 4. Did each pin engage the cranium in a perpendicular approach? Yes 5. Please provide patient outcome and/or status of the patient. We were able to address the csf leak with a skin suture; patient is clinically well now and discharged from hospital. Investigation findings: the mayfield modified skull clamp (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit showed that the unit has slight rotational and lateral movement in the lock, but when the clamp was properly positioned and put under pressure, it would not move. Since the unit was involved in a patient injury, it was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report and noted that the returned clamp was in good condition and had minor movement in the lock. No additional issues were observed. Unrelated to the complaint issue, all worn parts were replaced and general maintenance and cleaning were performed to manufacturer specifications. Root cause - the complaint is not confirmed. When the clamp was properly positioned and put under pressure, it did not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.